Event description:
Reported blood glucose results of 10.2 mmol/l with a lifescan meter and 7.2 mmol/l on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. Meter was replaced.